Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 400 mg/dl and received a no delivery alarm. Customer reported of showering and may not have reconnected properly. Customer declined troubleshooting due to being under the care of healthcare professional who is purposely keeping blood glucose high for the moment.